Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. This is one of two submissions from the same event. The other is (B)(4) the device was requested for evaluation but was not returned, therefore the complainant's event could not be verified. The cause of the event could not be determined from the information available and without device evaluation. Device history record review revealed nothing relevant to this event. Lot number was not provided so device history record review cannot be performed. No device malfunction identified. At this time, it cannot be determined if the device may have caused or contributed to the patient's experience. An evaluation of the device cannot be performed as the device was not returned to arthrex. Additional information has been requested but not made available. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted. Discarded by the facility.

Event description:
It was reported that an ar-1204af-90 flipcutter, lot 528059354 ((B)(4)) was being used in a revision acl procedure of a previous acl reconstruction. Sales rep states the revision was being performed because the graft tore when the patient was being non-compliant and was playing football and wrestling with his buddies. During the procedure, when attempting to use the flipcutter to retro drill a socket in the femur, the tip of the flipcutter broke off. The tip was retrieved from the patient, and a c-arm was used to confirm that no broken fragments remain in the patient. No extra incisions were made to retrieve the broken flipcutter tip. There was no change to the planned technique. The procedure was completed successfully by opening another flipcutter and retro-drilling in the same location that the previous flipcutter had broken. During the revision procedure the following parts were explanted: ar-1588rt, lot not provided ((B)(4)) and ar-5035tc-09, lot not provided ((B)(4)) no patient injury reported. Both explanted devices and the flipcutter were discarded in bio-hazard at time of procedure.